Manufacturer narrative:
Age at time of event: 70's. Device evaluated by MFR: the returned complaint device consisted of a rotalink burr catheter. The advancer, handshake connection, sheath, coil, burr and annulus were microscopically examined. Microscopic examination of the device revealed that the annulus was damaged and not rounded which is consistent with damage seen with the use of a rotawire. The coil was stretched and kinked at the proximal end of the burr. Since the guide catheter used in the procedure was not returned for product analysis, functional testing was completed with a test 6f guide catheter. The rotalink burr catheter was able to be inserted and advanced through the guide catheter with no resistance. Inspection of the remainder of the device presented no other damage or irregularities. There was no evidence of any material or manufacturing deficiencies contributing to the damage and the reported event.

Event description:
It was reported that a perforation occurred and the patient expired three days later. A 1.25mm rotablator rotalink plus was selected for a thrombectomy procedure in a heavily calcified artery. Impella was placed in the right femoral artery for a high risk percutaneous coronary intervention (chip) procedure. The left circumflex (lcx)was wired and an exchange was made for the rotawire. The burr was advanced, with difficulty through the 6f guide catheter. The physician was able to get it through the catheter and do several passes. A perforation occurred and was noted on angiography. The patient was stable at this time. The patient under went a coronary artery bypass grafting (CABG) surgery. The surgery was successfully performed and the patient was critical, but stable. The patient expired three days later.

Manufacturer narrative:
Age at time of event: (B)(6).

Event description:
It was reported that a perforation occurred and the patient expired three days later. A 1.25 mm rotablator rotalink plus was selected for a thrombectomy procedure in a heavily calcified artery. Impella was placed in the right femoral artery for a high risk percutaneous coronary intervention (chip) procedure. The left circumflex (lcx)was wired and an exchange was made for the rotawire. The burr was advanced, with difficulty through the 6f guide catheter. The physician was able to get it through the catheter and do several passes. A perforation occurred and was noted on angiography. The patient was stable at this time. The patient under went a coronary artery bypass grafting (CABG) surgery. The surgery was successfully performed and the patient was critical, but stable. The patient expired three days later.